Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to pain, squeaking and elevated metal ion levels. No further information has been provided to this date.

Manufacturer narrative:
This follow-up report is being filed to relay lot number, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the material analysis, the component showed evidence of scratching, discoloration and minor damage.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-04604 / 04605).